Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that when the vapr tripolar 90 suction electrode device was turned on, it shut down the generator device and stopped working when the hand control was pressed. While it was taking too long to retrieve another like device, the surgeon decided to perform an open surgery instead to complete the procedure with a 45 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during rotator cuff repair the or staff turned the vapr vue and attached the electrode. Everything was fine but when the surgeon pressed the hand control, the machine stopped working (black display). No patient issue but the surgery was prolonged 45 min while they were waiting for another vapr unit. The generator shut down when the electrode was powered on but no other electrical issues. The vapr tripolar 90 suction elect was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual observation under magnification revealed no anomalies on the active tip. The electrode was not received in its original packaging. There was saline residue in the suction tube indicating the device had been used. The device has not been returned in its original packaging. Finally, the electrode shaft, handle, cable and plug did not show any signs of damage. The electrode was connected to a vapr vue generator and all correct default settings were made available.; also, it was recognized. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The buttons was tested several times to ensure continuity of function; as result, the functional test passed without any anomalies. A manufacturing record evaluation was performed for the finished device lot number:u2001059, and no nonconformances were identified. Based on the functional and visual results, we were unable to confirm the customer reported issue. Also, we cannot determine what caused the user to experience reported problem. The product was found to meet specification and no correction action is required. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.